Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of unknown fluid dripping from under the coulter lh 500 hematology analyzer. Customer reported the leak was not contained within the instrument. Customer reported the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) reattached the tubing in pinch valve pv43 (the drain path from waste chamber vc1) that had disconnected from the fitting and resolved the issue.

Manufacturer narrative:
(B)(4).